Event description:
It was reported that the patient had a driveline infection. They were admitted with positive blood cultures with gram positive cocci suggestive of staphylococcus entereus. The patient was placed on intravenous ceftriaxone. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The manufacturer is closing the file on this event.